Manufacturer narrative:
The investigation was completed on 17-oct-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31522465l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf catheter and an irrigation issue (device used on patient) occurred. Poor irrigation from catheter. The event happened during the procedure. The physician noticed elevated impedance readings and temperature rose when ablating. Catheter removed and ports cleaned. Upon reinsertion, inaccurate force readings appeared. Disconnected and reconnected, zero catheter mid chamber, but issue persisted. Catheter swapped and issue resolved. No patient consequence. Patient unaffected. Surgery prolonged by these issues by 3 minutes. Additional information was received. System stopped the ablation. The generator was set to thermocool smarttouch sf default set up. The suspected device for the reported flow / irrigation issue was the catheter. This issue was not noted before the device was used on the patient. The irrigation issue was discovered from the generator remote. Steps taken to resolve the irrigation issue was to flush the catheter out of the body and clean irrigation ports; then swapping the catheter. The catheter settings selected on the generator were correct. No issues with flow rate change at the start of the ablation. The elevated impedance readings and temperature rose issues were assessed as non MDR reportable. Since the user-defined cut-off was not exceeded the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, was remote. The inaccurate force readings issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The irrigation issue (device used on patient) was assessed as MDR reportable.